Manufacturer narrative:
Other applicable components are: product ID: neu_label_acc, serial# un known, product type: accessory. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received form a heath care professional regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient was hospitalized for an infection. It was reported that the patient had developed a fever, increased back pain and drainage at the stimulator incision site. The patient was getting an MRI scan for fluid collection in the thoracic/lumbar spine area. The caller kept getting stuck when reading the guidelines and couldn't tell if they could scan the patient. Additional information was received from a manufacturer¿s representative (rep) on 2017-08-29. The rep reported that the patient had an infection therefore the device was explanted. The rep reported that the patient was admitted on (B)(6) 2017 with drainage and pain ¿infusion was basically opened. The rep reported that the battery was removed on (B)(6) 2017. The rep reported that an MRI was wanted to look for signs of infection around the lead. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient¿s healthcare provider (hcp). It was reported that their implantable neurostimulator (ins) site became infected. The hcp stated that the patient was on infusion antibiotics. It was noted that there was no determination why the issue occurred. No further complications were reported or anticipated.